Event description:
Pt was admitted to the hosp with abdominal pain. Hemolysis was identified at the hosp. The pt's ldh 1057, hct. 31.9. Previous hct. 34.7 on 7/30/96. The pt dialyzed on 8/6/96 during the afternoon and was admitted to the hosp on 8/7/96 in the morning. The sample was discarded by the facility. It was noted by the clinic that there were no unusual events during the pt's treatment.